Event description:
A hemodialysis user facility has reported the following incident: after 1 hour and 47 mins of pt's dialysis treatment, the staff had noticed air bubbles on the top of the venous chamber and the staff went closer to see, the top part of the venous chamber popped off-separated, exposing the blood of the pt. The facility was contacted for additional info. It was learned today, 08/25/2009, that once the event occurred, a whole new treatment set was used to complete the treatment. The nurse reported a 250 ml blood loss. Reportedly, the pt is fine and was discharged to home when the treatment was complete without further incident. The facility saved the sample for evaluation.

Manufacturer narrative:
(B) (4).